Manufacturer narrative:
Device manufacturer address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set came apart the luer lock collar. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B5: the tubing came apart from the clearlink component. The event occurred during patient infusion, when the pump and lines were rearranged. There was no report of patient injury or medical intervention associated with this event. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed the tubing was separated from the y-site clearlink in the upstream part. The reported condition was verified. The cause of the condition was due to a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.